Event description:
Cna did not hook sling onto one of the 4 point hanger bars. Resident fell out of back of sling and hit their head on the floor. Cna admitted this happened and facility said it was human error and not an issue with our slings or lifts.

Manufacturer narrative:
Upon inspection, (B) (4) agreed with this assessment.